Event description:
This 20 yr old female underwent breast implantation on 11/18/93 following tissue expansion. In 9/94 she noticed deflation of her right breast implant which was confirmed at a physical exam performed in 3/95. On 3/6/95 th MFR was notified of the possible defective breast implant. The MFR agreed to pay for explantation and reimplantation with a new device. Deflation was confirmed at surgery on 3/16/95. The explanted device was replaced with a new device using the same capsule. Prior to closing, the surgeon noted the new implant to be leaking. It was removed and a seconsd new breast device was successfully implanted.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, manufacturing, mechanical problem, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.